Manufacturer narrative:
It was reported to abbott, a rep met with a patient¿s and confirmed the ipg had reached it end of life. As of (B)(6) 2023, the patient was not pursuing intervention. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a rep met with a patient¿s and confirmed the ipg had reached it end of life. It was reported the ipg was replaced on (B)(6) 2024, the ipg was replaced without complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.